Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the device experienced low voltage alarms and no external power alarms while on the mpu (mobile power unit) intermittently. Log files showed loss of external ac power, and no issues with the mpu. The center asked for the mpu to be sent in and inspected. The mpu was taken out of service, and there was a request for a loaner to be sent, and a warranty repair.

Event description:
It was reported that the mobile power unit (mpu) does have a v-lock connector. It was not known if the power cord came loose at the wall/outlet or the back of the unit. The patient was plugged into a red hospital outlet when the event occurred.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power and low voltage alarm was not confirmed. The mobile power unit (mpu) (serial number: (B)(6)) was returned to the service depot and evaluated and tested. The returned mpu was run on a mock loop for several hours without issue. A full functional test was performed, and the unit passed all testing. The mpu was returned to the customer. Additional information received on 28dec2020 stated that the patient is doing well, no further low voltage/loss of power alarms have been active, the device operated as expected, and that the v-lock ac power cord did not come unplugged at the time of the event. A root cause for the reported event of a no external power and low voltage alarm was unable to be conclusively determined through this analysis. The device history records were reviewed and the records revealed the mobile power unit (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. The unit was shipped on 25jul2020. Heartmate iii patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate iii instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including no external power and low voltage alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii instructions for use (IFU) under section 3 ¿powering the system¿ explains the various ways to power the heartmate iii lvas, including how to use the mpu. This section also informs the user to transfer from the mpu to another power source in the event of a power failure. Heartmate iii instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.